Event description:
Caller reported a cartridge alarm 29 during the load process. No adverse impact was noted to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump and advised the customer to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump within ten days using a pre-paid ups label.